Event description:
On (B)(6) 2013, the surgeon had a planned follow up hardware removal. As the surgeon was extracting the ex-fixator clamp to disassemble it and the cannulated screwdriver tip broke off into the clamp. The ex-fixator clamp was now stripped. The surgeon had to use a bolt cutter in order to remove the pins and clamp from the patient. All fragments were retrieved. The procedure was not prolonged by any length of time due to this incident. This complaint is on the screwdriver. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis two clamps were returned with screws which show minor wear/damage to the internal hex feature. The hex tip of a damaged screwdriver was returned in the bag with this complaint but no screwdriver, part# or lot# were returned or submitted for the damaged screwdriver. The returned clamps were manufactured in march 2009 and july 2010, respectively. The screw components of the returned clamps were made from 316l ss which is a typical material used to make screws for external fixator clamps. The mr conditional distal radius fixator risk analysis adequately addresses this complaint condition. Specifically, the first potential hazard for line item 390.051 does not clamp to pin due to the potential cause of stripping of internal hex is assessed as a negligible risk with a negligible severity of harm 1 and an unlikely probability of occurrence 2. The complaint condition for the returned clamps was caused by a damaged/stripped screwdriver damaging the internal hex of the returned clamp screws.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.